Manufacturer narrative:
(B)(4). Unit received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was damage on reservoir compartment. The blood glucose at the time of the incident was unknown. The device was returned for analysis.